Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 532 mg/dl. The customer stated the battery went out on his insulin pump and now he lost all the data of the insulin pump. Customer was assisted for putting the time and date back into the insulin pump the customer was treated for the high blood glucose with manual injections. The customer declined troubleshooting for high blood glucose level. The insulin pump was not returned for analysis.